Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) for the patients ventricular tachycardia (vt), which accelerated their rhythm to ventricular fibrillation (vf). The device delivered shocks which successfully terminated the rhythm. The patient experienced syncope during that time. This information was reviewed with the health care professional (hcp). No additional adverse patient effects were reported. The device remains in service.